Event description:
It was reported that during use, nim console had intermittent system failures startup errors, excessive interference, and disabled emg monitoring despite consistently passing all tests and checks. During the procedure, it was not possible to detect any type of signal, neither neural activity nor interference, including no signal from the unsilenced electrode. A full system check was performed multiple times, including repeated test function verification, consistently confirming proper system performance. Connections, configurations, and other parameters were reviewed without success. During the final 15 minutes of the procedure, the physician decided to use a personal portable device. Upon stimulation with that device, a signal was detected on our system (without any changes made since the last test, during which no signals had been detected). At that point, I suggested that the physician attempt nerve stimulation again, resulting in a positive response, although with low amplitude (100 v). This event was recorded and subsequently saved to a usb drive. The system had passed the test function successfully. Following the issue, standard troubleshooting steps were performed, including verification of all connections, system reboot, confirmation of electrode placement and endotracheal tube positioning, review of system configuration, case initialization, surgical profile, alert settings, detectable stimulus thresholds, latency parameters, and related settings. There was no patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: xom unk nimintrfc, unk. Prod. ID/ nim interface. Serial/lot: na, UDI na. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.